Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were experiencing high blood glucose level 27 mmol/l and 20 mmol/l. Insulin pump did not give any alarm when blood glucose level went high. Customer's blood glucose level was 7.4 mmol/l at the time of call. Customer was not experiencing symptoms related hyperglycemia. Customer was using insulin pump within 48 hours of reported event. Insulin pump was on auto mode. Device will not be returned for analysis.